Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The lead was placed in the rv septum and measurement numbers were within acceptable limits; however, after the atrial lead was placed, a check on the rv lead indicated diminished sensing on the rv lead. The lead had no capture with high impedance measurement. The lead helix was retracted and repositioned; however, the lead helix did not extend based on visual markers. Lead measurement at this point yielded high impedance. The lead was removed out of vasculature and the helix was exercised but would not extend. A new lead was implanted. No patient complications have been reported as a result of this event.